Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that the device was fired and immediately was apparent that half of the staples had not deployed. Unfortunately, the tumor was too low to try another firing. Subsequently sutures were used to complete the staple line. The patient developed pelvic sepsis, however there was no significant leak, and the patient did not need to return to theatre. The situation has escalated, and the patient has taken legal action against the trust.

Manufacturer narrative:
(B)(4). Date sent: 07/21/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? Do not know. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Do not know. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced consultant. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Do not know. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Do not know. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes. If so, please describe ¿ leak indentified. Was a complete transection of the white breakaway washer visually confirmed? Do not know. Were there any issues noted with staple formation at any point throughout the care of the patient? Yes initially, suture used to complete anastamosis. If so, please describe the shape and location- half of the staple never formed. Was a leak test performed ¿ yes post suturing anastomosis. If so, what type and what was the result? Balloon syringe test, clear was the staple line visualized endoscopically during the initial surgical procedure? Do not know. How many days postoperative did the leak occur? Do not know. How was the leak identified? Visually. What was observed at the site of the leak upon reoperation? Do not know. How was the leak addressed? What is the current status of the patient? Do not know.